Manufacturer narrative:
A ge representative evaluated the system and removed and replaced the monoblock controller bios battery, erased the ffb, xrc and srv flash, rebuilt the nodes, then restored all cal files. Verified no further gen errors present. System operates as intended.

Event description:
Customer reported the system continued to fluoro after release of button. Customer had to hit main power to stop fluorine, happened during case. No pt injury was reported.